Event description:
It was reported that a balloon rupture occurred. The target lesion was unknown. An 8mm x 3.50mm nc quantum apex balloon catheter was inflated three times. The first and second inflation were unspecified however, during the third inflation the balloon ruptured at a rated burst pressure for 10 seconds. The device was completely removed from the patient by pulling the device as a whole unit all together. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no original packaging. Examination under magnification revealed a longitudinal balloon tear 9mm long. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The shaft was kinked 11.5cm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was unknown. An 8mm x 3.50mm nc quantum apex¿ balloon catheter was inflated three times. The first and second inflation were unspecified however during the third inflation the balloon ruptured at a rated burst pressure for 10 seconds. The device was completely removed from the patient by pulling the device as a whole unit all together. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).